Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the octad lead could not be inserted into the extension. The extension's diameter was reported as being "too small" for the lead to be inserted. A second extension was used and no problem was reported. That patient was stated to be "fine" and their status was listed as no injury and no adverse event. There were no patient symptoms or injuries reported that related to the event. The therapy was mentioned as "effective" after using the second extension. No further information was reported at this time.

Manufacturer narrative:
Analysis of the extension (serial # (B)(4)) found no anomalies. A known good lead could be inserted into the extension connector without difficulty. The setscrew was not returned. The complaint could not be duplicated.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.